Manufacturer narrative:
(B)(4). The device was manufactured february 24, 2014 to february 25, 2014. The device was discarded by the customer; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was noted when the shipping box was opened and fluid was observed in the device¿s overpouch. The device had been filled with cefazolin. The blue lock cap was found to be disconnected from the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was discarded by the customer; however, the customer did provide a photograph of the sample. A photographic inspection identified that the white distal luer had separated from the tubing. The cause of the separation could not be determined. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.